Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inoperable when exposed to monopolar electrosurgery advisory notice issued by abbott on 02 june 2017. The results, method and conclusion codes along with the investigation results will be provided in the final report.

Event description:
It was reported that the patient cannot communicate with the ipg, the patient had an unrelated surgical procedure in which the ipg was not put into surgery mode prior to surgery. Following the surgery, the patient was unable to communicate with the ipg. A field representative met with the patient and attempted to troubleshoot, but was unable to connect as well.

Event description:
Follow up information received that the patient underwent surgical intervention in which the ipg was explanted and replaced.

Manufacturer narrative:
The reported observation of ¿cannot connect to generator¿ was confirmed. The analysis results concluded the inability to establish communication between the programmer and the implantable pulse generator (ipg) was due to the device entering the service application state. The root cause of the device entering the service application state was due to a surgical procedure.